Manufacturer narrative:
Results: the actual device was not returned. Photos and representative samples were provided for evaluation. In the provided representative sample, the septum failed to close after extraction of the needle. Investigation showed that the failure rate for septum leakage was 1 in 55 based on the results of an examination of 220 units. The affected products could have been subjected to higher temperature that usual during the record hot summer. Conclusion: bd has opened CAPA 166486 to investigate and to provide corrective and preventive actions.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd intima-ii¿ closed IV catheter system 18 g x 1.16 nurse found blood leaked from septum when removing the needle. No blood exposure to mucous membranes.¿ there was no report of injury or medical intervention.